Event description:
During product evaluation at baxter, a technician discovered that failure code 810:04 that occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 6.13.90 which is categorized as remediated.

Manufacturer narrative:
Evaluation summary: priming solution was visible inside the kit. All tubings were intact. However leakage was found at IV set to dpt housing connection. Leakage occurred from damaged dpt housing female luer. Multiple cracks were identified around luer body. The major cracks extended along entire luer body. Damage occurred on IV side of the kit. Customer report of "extension tube of catheter was cut" was not confirmed.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution

Event description:
It was reported that the extention tube of catheter was cut. No patient injury was reported